Event description:
It was reported that the catheter would not drain, as there was still no urine flow after placement for 1.5 hours. Then when the user attempted to remove the catheter, the catheter balloon would not deflate. The catheter was then ruptured by increasing the water volume.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The evaluation observed the catheter was received cut into 3 pieces. Therefore, the reported event could not be confirmed due to the poor condition of the sample. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿2. Precautions for use (6)since movement of the body, etc.may twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. (7)when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. (8)avoid force on the connecting parts as they may be accidentally disconnected due to the weight of the drainage bag etc. And may cause urine spill." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter would not drain, as there was still no urine flow after placement for 1.5 hours. Then when the user attempted to remove the catheter, the catheter balloon would not deflate. The catheter was then ruptured by increasing the water volume.